Event description:
It was reported that the right atrial (ra) lead was oversensing. The sensitivity was reprogrammed to be less sensitive and the oversensing was resolved. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6947 implantable tachy lead 2002 (B)(6). (B)(4).